Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04627. It was reported the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed high impedances on one of the leads. In turn, surgical intervention was undertaken wherein the lead with high impedance was explanted and a new lead was implanted. During procedure it was noted that another lead had migrated. Hence, physician elected to explant and replace the 2nd lead. This addressed the issue. It is unknown which lead showed high impedance and which lead had migrated.